Event description:
The reporter indicated that a 12.1mm, vicm5_12.1, -8.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted and later replaced for a longer length lens due to low vault with rotation and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
(B)(4).